Manufacturer narrative:
Upon inspection and testing of the returned device, the customer's report of "loose contact in the area of the plug" was confirmed. Service found there was a break in the cable that resulted in interference stripes in the image, and the image failed. In addition, service found the adapter was decentered, resulting in the image not staying centered with the optics. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was a loose contact in the area of the plug of the subject device. There was no patient or user injury reported due to this issue. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image disappeared. This report is being submitted for the malfunction found during evaluation (image disappears). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, and according to the repair department, the phenomenon was duplicated. The image was not displayed due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.